Event description:
It was reported that the patient has a history of storm likely due to rapid atrial fibrillation (af;) also nominal higher left ventricular (lv) threshold and pacing rate above nominal. It was also reported that the device battery was found to be at end of life (eol) due to an alleged performance issue. Therefore the device will be removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1581 competitor implantable tachy lead (B)(6) 2008; 1156 competitor implantable tachy lead (B)(6) 2009; 5071 x2 implantable pacing lead (B)(6) 2010. (B)(4).